Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, inflammation ("inflammation"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("severe abdominal pain,"), back pain ("back pain"), abdominal distension ("bloating,"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), migraine ("migraines."), infection ("infections,") and alopecia ("hair loss"). The patient was treated with surgery (underwent a surgical procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, inflammation, dyspareunia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, vaginal haemorrhage, abdominal pain lower, migraine, infection and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, infection, inflammation, migraine, perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-jul-2018: summons received: reporters details added. Event added as severe abdominal pain, pelvic pain, painful intercourse, back pain, painful menstrual cycles, irregular vaginal bleeding, excessive cramping, bloating, infections, hair loss, and migraines. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pelvic inflammatory disease ("infection (bladder/ urinary tract/vaginal): pelvic inflammatory disease"), device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)(pregnancy with contraceptive device)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage) (miscarriage)") and uterine infection ("infection (bladder/ urinary tract/vaginal): yeast and uterine infection (uterine infection)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation, multigravida, parity 4, miscarriage, anemia in 2004, scoliosis in 2012, methicillin-resistant staphylococcus aureus infection, ache on (B)(6) 2017, ovarian cyst on (B)(6) 2017, gastric bypass on (B)(6) 2017, cholecystectomy on (B)(6) 2017, aortic ectasia on (B)(6) 2017, spinal fusion surgery on (B)(6) 2017 and tonsillectomy on (B)(6) 2017. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and minerals nos;vitamins nos (prenatal vitamins) since 2013. In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and endometriosis ("other injury(ies) or complication (s) (endometriosis)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, inflammation ("inflammation"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("severe abdominal pain,"), back pain ("back pain"), abdominal distension ("gastroontestinal or digetive system confiition : bloating"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), migraine ("migraines."), infection ("infections,"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("infection (bladder/ urinary tract/vaginal): yeast and uterine infection (yeast infection)"), uterine infection (seriousness criterion medically significant), genital candidiasis ("infection (bladder/ urinary tract/vaginal): yeast and uterine infection (candit of valva and vagina)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("psychological or psychiatric problems : mood swing"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), headache ("migraines / headaches (headaches)"), adnexa uteri cyst ("reproductive system disorder or condition :right para tubal cyst"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and cervical dysplasia ("infection (bladder/ urinary tract/vaginal): atypical squamous cells of undetermined significance"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specified which one) :weight gain"). The patient was treated with azithromycin, codeine phosphate hemihydrate;paracetamol (acetaminophen & cod. Phosp.), codeine phosphate;paracetamol (tylenol with codeine no.3), doxycycline, ibuprofen, oxycodone and surgery (bilateral salpingectomy laprscopy with removal of essure contraseptic devices and underwent a surgical procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, abortion spontaneous, inflammation, dyspareunia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, vaginal haemorrhage, abdominal pain lower, migraine, infection, alopecia, menorrhagia, urinary tract infection, fungal infection, uterine infection, genital candidiasis, female sexual dysfunction, mood swings, anxiety, depression, headache, adnexa uteri cyst, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, endometriosis and cervical dysplasia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri cyst, alopecia, anxiety, back pain, cervical dysplasia, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fungal infection, genital candidiasis, headache, infection, inflammation, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: fallopian tube segment notable solely for 2 rom para tubal cyst near fimbriated end, attached via 5 rom in length x less than 1 rom in diameter stalk. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, excessive cramping, pelvic inflammatory disease,, depression, anxiety. Most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet and medical records- reporter information added. Patient details updated. Product indication updated. Medical history added. Concomitant drugs and treatment drugs were added. New events abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal): urinary tract infection, infection (bladder/ urinary tract/vaginal): yeast and uterine infection (yeast infection), infection (bladder/ urinary tract/vaginal): yeast and uterine infection (uterine infection), infection (bladder/ urinary tract/vaginal): yeast and uterine infection (candit of valva and vagina), infection (bladder/ urinary tract/vaginal): pelvic inflammatory disease, apareunia (inability to have sexual intercourse), psychological or psychiatric problems : mood swing, psychological or psychiatric problems: anxiety, psychological or psychiatric problems: depression, migraines / headaches (headaches), reproductive system disorder or condition :right para tubal cyst, nausea, dental problems, vaginal discharge, fatigue, weight gain / loss (specified which one) :weight gain, other injury(ies) or complication (s) (endometriosis) , infection (bladder/ urinary tract/vaginal): atypical squamous cells of undetermined significance pregnancy (stillbirth or miscarriage)(pregnancy with contraceptive device), device ineffective and pregnancy (stillbirth or miscarriage)(miscarriage) were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal): pelvic inflammatory disease'), uterine infection ('infection (bladder/ urinary tract/vaginal): yeast and uterine infection (uterine infection)') and device dislocation ('migration of implant') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ache on (B)(6)2017, ovarian cyst on (B)(6)2017, gastric bypass on (B)(6)2017, cholecystectomy on (B)(6)2017, aortic ectasia on (B)(6)2017, spinal fusion surgery on (B)(6)2017, tonsillectomy on (B)(6)2017, scoliosis in 2012, anemia in 2004, tubal ligation, multigravida, parity 4, miscarriage, methicillin-resistant staphylococcus aureus infection, endometriosis and endometritis. Essure confirmation test was done on (B)(6)2017 and (B)(6)2017. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6)2013, minerals nos;vitamins nos (prenatal vitamins) since 2013 and oral contraceptive nos. In 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), dysmenorrhoea ("painful menstrual cycles,excessive cramping"), vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient had essure inserted. In november 2013, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)(miscarriage)") and endometriosis ("other injury(ies) or complication (s) (endometriosis)"). In 2014, the patient experienced migraine ("migraines."), alopecia ("hair loss"), headache ("migraines / headaches (headaches)"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specified which one) :weight gain"). In (B)(6)2016, the patient experienced cervical dysplasia ("infection (bladder/ urinary tract/vaginal): atypical squamous cells of undetermined significance"). In (B)(6)2017, the patient experienced adnexa uteri cyst ("reproductive system disorder or condition :right para tubal cyst"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, inflammation ("inflammation"), abdominal pain ("severe abdominal pain,"), back pain ("back pain/lower back pain"), abdominal distension ("gastroontestinal or digetive system confiition : bloating"), abdominal pain lower ("excessive cramping/lower abdomen pain"), infection ("infections,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), fungal infection ("infection (bladder/ urinary tract/vaginal): yeast and uterine infection (yeast infection)"), vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal): yeast and uterine infection (candit of valva and vagina), candidiasis of vulva"), mood swings ("psychological or psychiatric problems : mood swing"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), tooth disorder ("dental problems/dental issues") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)(pregnancy with contraceptive device)"). The patient was treated with azithromycin, codeine phosphate hemihydrate;paracetamol (acetaminophen & cod. Phosp.), codeine phosphate;paracetamol (tylenol with codeine no.3), doxycycline, ibuprofen, oxycodone and surgery (bilateral salpingectomy laprscopy with removal of essure contraseptic devices and underwent a surgical procedure to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the perforation, pelvic inflammatory disease, uterine infection, device dislocation, pregnancy with contraceptive device, abortion spontaneous, inflammation, dyspareunia, dysmenorrhoea, abdominal pain, back pain, abdominal distension, vaginal haemorrhage, abdominal pain lower, migraine, infection, alopecia, menorrhagia, urinary tract infection, fungal infection, vulvovaginal candidiasis, female sexual dysfunction, mood swings, anxiety, depression, headache, adnexa uteri cyst, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, endometriosis, cervical dysplasia and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri cyst, alopecia, anxiety, back pain, cervical dysplasia, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fungal infection, headache, infection, inflammation, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: fallopian tube segment notable solely for 2 rom para tubal cyst near fimbriated end, attached via 5 rom in length x less than 1 rom in diameter stalk on(B)(6)2017 and (B)(6)2017 patient underwent essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2013: indication: pelvic pain, per operative report from (B)(6) 2011 for endometrial biopsy, patient has a history of recurrent endometrioid is and an endometrial mass, which on biopsy demonstrated chronic endometriosis and "features compatible with placental site nodule with some calcification. Impression: interval reduction in thickness of heterogeneous endometrial stripe.. Ultrasound scan vagina - on (B)(6)2013: damaged fallopian tubes, surgery to remove them.healthcare provider result: that the device was in her uterus which they was to be in her fallopian tubes and after surgery told her that her tubes had to be removed due to damage; on (B)(6)2017: that the device was in my uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, excessive cramping, pelvic inflammatory disease,, depression, anxiety most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and mr received. Event 'vaginal infection" was added. Lab data and reporter's information were added. Historical condition were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation and inflammation outcome was unknown. The reporter considered device dislocation, inflammation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.